Manufacturer narrative:
Product analysis of the returned device cannot confirm the difficulty stated in the complaint for "difficulty advancing." A guide wire was not returned with the device and no damage was found on the stent. The sds with the stent attached was visually, tactilely and microscopically examined along the entire length. Damage was found in the distal tip of the device and the outer shaft. The outer shaft was separated at 108cm to 110cm distally from strain relief and bunched between 125cm and 131.5cm distally from the strain relief. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. Visible contrast solution and no visible blood is consistent with the report that the device was prepped and there was no pt contact. Therefore, the most probable root cause is handling damage.

Event description:
The event is now reportable based on the analysis approved on 2/13/09. Per facility medwatch received, it was reported that during preparation for a coronary drug-eluting stenting (des) treatment procedure, advancement difficulties occurred. The 3.50x32mm taxus express2 des delivery system "was not easily fed over the 0.14" unspecified wire. The device never entered the pt's body. After some difficulty in removing the sds from the wire, the physician was able to advance another of the same device on the wire and complete the procedure. There were no pt complications and the pt's current condition is listed as "no pt injury". However, the returned product analysis of the 3.50x32mm taxus stent delivery system (sds) revealed shaft separation.